Event description:
Doctor reported that screw fractured and remained inside implant at tooth site 37 and the implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.